Event description:
It was reported that during a follow up in clinic, a pacing impedance alert was noted on the left ventricle (lv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.